Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint confirmed but not duplicated. The pt 802 has recorded faults on the event log but successfully calibrated. The pt 800 has no record of it being faulty in the event log though it still would fail calibration. This issue will be internally investigated within vyaire.